Event description:
Reporter alleged she attempted to use the aviva system but could not because it did not have power. Reporter stated that sometime later an ambulance was called, the customer was found to be disoriented, and a result of 67 mg/dl was obtained on the professional system. Reporter stated that the customer was treated with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.